Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The customer reported intermittent issues with the collimator to the philips remote service engineer (rse) and requested onsite troubleshooting support. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site. The next day, the fse went onsite and confirmed the reported problem by analyzing the system logs. The fse replaced the collimator and performed all required adjustments successfully. The system was returned to use in good working order. To date, no similar issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that shutters were not working. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.